Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used past the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was implanted to treat a malignant obstruction in the colon during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was placed without issue during the procedure on (B)(6) 2016. However, on (B)(6) 2016, the patient presented to the emergency room experiencing abdominal pain. A perforation was noted at the proximal aspect of the stent and the patient was sent to surgery to repair the perforation. A hartman procedure and colostomy was performed and the wallflex colonic stent was successfully removed from the patient. The patient's current condition at the conclusion of the procedure was reported to be fine. Reportedly, the wallflex colonic stent was noted to be expired, but this was only found after the case.